Event description:
The pump was returned for investigation. Investigation revealed a tactile change in the bolus button and a display failure. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the audio bolus button was difficult to press. Additionally, the pump was powered on and the display screen appeared dim, faded, and discolored. Unrelated to these issues, the keypad cover was observed to be torn at the ok and up arrow buttons.